Event description:
The complainant reported an under-delivery. The intended delivery amount was 500 ml to 600 ml over 9 to 10 hours; however, 0 ml had been delivered.

Manufacturer narrative:
(B)(4). The device reported, list number m771, is an abbott product that is marketed internationally which is the same or similar to a device, list number 55239, that is marketed domestically. (B)(4). Per follow-up with the complainant, there was only one under-delivery event. The complainant was not certain which pump was associated with the event. As a result, medwatch 1527460-2010-00170 is being reported under (B)(4), with additional narrative containing the remaining two pump (B)(4). If additional information /clarification is obtained, a follow-up medwatch will be submitted. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.